Manufacturer narrative:
Manufacturer's investigation conclusion: the reported backup battery fault alarms were confirmed via log file analysis. The heartmate 3 system controller was returned, and a log file was downloaded for review spanning approximately 2 days ((B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. The backup battery fault alarm was active throughout the entire log file due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The log file did not capture when the load test first failed, so the loaded and unloaded voltages cannot be measured. There were no other notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all stages of testing. The controller was able to operate on a mock loop without issue. The backup battery was load tested and was able to charge in the returned controller. The reported event was not reproduced. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including backup battery fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced recurrent backup battery fault alarms. The device was interrogated and no other issues were noted. The patient underwent a controller exchange on (B)(6) 2021. The backup battery faults resolved with controller exchange.